Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. No issues could be found regarding the reported issue during the product analysis.

Event description:
It was reported that the coating of the wire peeled off. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A rotawire drive was selected for use. During removal, it was noted the coating seemed to be peeled off. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the coating of the wire peeled off. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A rotawire drive was selected for use. During removal, it was noted the coating seemed to be peeled off. The procedure was completed with this device. No patient complications were reported.